Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was not removing air from cartridge. Tandem customer technical support informed customer the tandem pump user guide instructs the user to remove any residual air from the cartridge. Customer changed pump supplies to address the issue.